Manufacturer narrative:
Covidien reference number (B)(4). The device was evaluated and the graphical user interface(gui) printed circuit board (pcb) was replaced. The gui pcb was then returned to the manufacturing facility for failure investigation. The alleged condition could not be duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the upper display turned blue during ventilator maintenance. There was no patient connected to the device.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.